Manufacturer narrative:
This report is being sent as follow-up no. 2 to correct the coding under h6: medical device problem code (a) and h6: investigation findings (c). Following further assessment during our biannual management review of all production origin complaints for fy24, it was confirmed that the issue is related to the dried electrolyte solution, not a corroded cannula.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation result. The supplier has further assessed the condition of the actual sample with the below findings. The edx analysis detected h, c, o, s, na, cl, ni, si, and fe, which were similar to the electrolytic solution components (mainly o, na, and s, ni, and fe). The foreign material on the cannula can be wiped off, indicating it originated prior to the grinding process. Because there is no adhesion to the blade surface, the occurred prior to grinding. Retention samples were visually inspected and confirmed free from any foreign material. During the production of the supplied cannula lot: 230907nc, the machine was in an emergency shutdown for more than thirty (30) minutes due to a voltage drop causing the electrolyte solution to dry and adhere to the cannula. The machine was reset when it failed to restart after multiple attempts. At the time of resetting, the number of cleaning cycles was reduced from four to one due to a program error. As a result, the cannula containing foreign material was not removed and passed on to the next process. The following corrective action was implemented by the supplier to address the issue: I) when the machine is stopped for more than 30 minutes during the straightening and cutting process, two cannula jigs from post-electrolytic grinding to pre-washing must be discarded. Ii) modification of the sequencer program for program resetting of the machine was conducted to remove the bug. This activity was completed on (B)(6) 2024. A product confirmation will be conducted and scheduled on (B)(6) 2024, to verify the condition of the products. The foreign material on the cannula body is a dried electrolyte solution that was not removed during the washing process. This occurred at the supplier's cannula process, where there was a machine emergency shutdown caused by voltage drops. The occurrence of defect is considered isolated only in this case. There are no other instances where a program resetting is required on the machine. A total of (B)(4) cannulas produced from august to october 2023 were inspected and no similar defects were found.

Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age or date of birth: no patient involvement. A3a: sex: no patient involvement. A3b: gender: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: reporter name: requested, unknown. E1: phone number: requested, unknown. The actual sample was not available for evaluation. Instead, reference photos were received. A brown foreign material was observed on the cannula's body and bevel. Tc has confirmed that the foreign material observed on the cannula is an iron rust. There were no issued nonconformity reports related to human error during lot production. The confirmed supplied assembled needles were manufactured at needle assembly machine 6 runs under validated parameters. No nonconformance report was issued during lot production. The lot history file revealed no related troubles encountered during the manufacturing of this lot that would lead to the complaint. Our machine that has direct contact with cannulas are made up of stainless steel, rubber and plastic. We have weekly machine maintenance cleaning using 99.9% ipa as a cleaning agent to ensure that our needle assembly machines are consistently free from contaminants. We are not using chemicals with salt and sodium chloride to prevent the accumulation of rust. We have an in-process visual inspection conducted at every start of the lot and every hour until the end of production wherein part of the check items is a foreign material. All samples passed. Before shipment, we have an outgoing inspection to check the overall condition of the product. Only lots that passed the inspection are allowed to be shipped. The supplied raw materials undergo incoming inspection which includes the verification of the quality certificate according to the material specification. This is the first time we have received this complaint in the past two fiscal years. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that after opening the individual package to use, rust-like substance was observed on the needle surface. The event occurred pre-treatment. Evaluation results were received on 07 nov 2024: one (1) actual sample was received without package. Foreign material was confirmed on the needle tube, the fm was brown in color and solid in nature. One unused same lot sample was also received. No fm was confirmed on the same lot sample. For the found substance on the needle tube, ftir result shows a similar spectrum to iron rust. The elemental analysis result detected o, fe, ni, and na. Based on the results; the substance was presumed to be iron oxide.